Event description:
A bladder neck suspension procedure was performed without incident on an extremely obese pt. The pt returned with an abscess at the right incision site. An x-ray revealed the left anchor had become unseated and was free-floating. The suture was removed. However, the anchor was left in the pt. The pt was placed on antibiotics for two weeks. No further treatment was required and the pt's condition is good. The device remains implanted and is not available for evaluation. Therefore, no failure analysis will be performed. Wound infections are an anticipated complication of any surgical procedure. Obesity may increase the potential for this complication. However, without evaluating the device, co is unable to determine the exact cause for this event.